Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that rewarming start was set as auto while the arctic sun device was used to a patient, but after 72 hours since the therapy starting, rewarming was not started, and rewarming start confirmation was displayed. Also, error 80 (non-recoverable system error the control processor failed to detect a simulated water temperature fault) occurred frequently, the device was stopped.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was evaluated. No alarm 80 could be produced. No repairs were made, as the reported issue could not be reproduced. No alarm 80 was observed by imi. No repairs were made, as the reported issue could not be reproduced. The device passed all applicable testing and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that rewarming start was set as auto while the arctic sun device was used to a patient, but after 72 hours since the therapy starting, rewarming was not started, and rewarming start confirmation was displayed. Also, error 80 (non-recoverable system error the control processor failed to detect a simulated water temperature fault) occurred frequently, the device was stopped. Per follow up information received via mail on 01nov2024, it was reported that the device was under investigation. Case completed with different equipment and no impact to the patient.